Event description:
Reporter alleged the customer passed out and she was unable to obtain a result on him using the aviva system because of an error message. Reporter stated that she treated him with a milkshake, a sandwich, and then glucose tabs. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.